Manufacturer narrative:
H.6. Investigation summary: since the actual product was not returned, an individual detailed investigation could not be performed, but it is speculated that this event occurred due to the following phenomenon described in the package insert of the administered paclitaxel. "When administering this drug using an infusion pump, using an infusion set with a filter network (a filter with a small area) built into the tube may cause crystals of paclitaxel, which rarely precipitate due to physical stimulation of the pump, to occur. Do not use an infusion set that incorporates a filter screen, as this may clog the filter screen and cause the pump to stop." A device history review could not be completed as no batch number was provided.

Event description:
It was reported during use the sp set had flow issues (when used for infusion). This event occurred 3 times. The following information was provided by the initial reporter, translated from japanese to english: "hcp was going to administer cytarabine for 3 hours however administration fnished in 2 hours. Then confirmed leakage occurred from between the spike part and the tube."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the sp set had flow issues (when used for infusion). This event occurred 3 times. The following information was provided by the initial reporter, translated from (B)(6) to english: "hcp was going to administer cytarabine for 3 hours however administration finished in 2 hours. Then confirmed leakage occurred from between the spike part and the tube."